Manufacturer narrative:
Please disregard this MDR 1020279-2016-00929. Refer to MDR 1020279-2016-00930.

Manufacturer narrative:
(B)(4).

Event description:
Patient has had progressive pain and evidence of osteolysis on right knee over past year. Revision surgery done on right knee and severe osteolysis and bone loss was observed along with significant wear and pitting on art insert. Both femur and tibial were replaced. Patellar component was retained from initial surgery.